Manufacturer narrative:
Section information references the main component of the system. Other relevant device(s) are: (B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm on. It was reported that, approximately one month post index procedure, the patient presented emergently with a cold leg. A CT revealed that there was no flow through the lumen of the left side of the stent graft. The lack of flow started at the bifurcation to the end of the left iliac limb. No kinking was noted. Unknown if thrombus was the issue. The physician elected to implant another stent graft in the left limb of the endurant stent graft and flow was reestablished. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.